Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "big edematous lower lip (double the size)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: ¿all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites.

Event description:
Healthcare professional reported that a patient was injected in the cheeks, tear troughs, and ¿with a little touch up on upper lip 0.2 cc¿ with 2 syringes of juvéderm® voluma® with lidocaine, 1 syringe of juvéderm® volift¿ with lidocaine, and juvéderm® volbella® with lidocaine. It was not specified where each product was injected. Patient woke up 12 days later with a ¿big edematous lower lip (double the size).¿ swelling was also present on the upper lip. Patient¿s cheeks were fine. The patient was ¿not even injected in lower lip¿ 12 days prior. Patient¿s previous lip injection was given 8 months prior to symptoms. Treatment with benadryl and prednisone was given on the day of symptom onset and patient¿s symptoms resolved 2 days later. Patient has a history of previous lip injections. Patient is concomitantly on ¿year long¿ antibiotics for bladder infections and has personal stress. Healthcare professional confirmed that the patient was not taking antibiotics at the time of the injection. This is the same event and the same patient reported under MDR ID #3005113652-2018-00720((B)(4)), MDR ID #3005113652-2018-00716 ((B)(4)) and MDR ID #3005113652-2018-00720 ((B)(4)). This MDR is being submitted for the product juvéderm® voluma® with lidocaine.